Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the MFR for eval, it was discarded. Investigation results indicate that this surgeon drilled in the suboccipital area of the skull. The IFU for this product states "caution should be taken to avoid use in skulls/skull areas that have thin bone (e.g. Temporal and suboccipital areas). Failure to comply may result in serious pt injury or death". However as the device has not been returned for investigation, the event cannot be confirmed. Lot number info was not provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a cranial procedure for a micro vascular decompression, the dura was torn. It was also reported that as a result of this event there was potential injury to the brain in the form of a cerebellar contusion. It was further reported that the procedure was completed successfully.